Manufacturer narrative:
Qa reviewed the troubleshooting instruction on the (B)(4) website; the instruction does not state to insert a hand into the printer. Hotline replaced the printer.

Event description:
A customer contacted beckman coulter inc. (Bci) in report burning her finger on an internal component on a printer as she tried to troubleshoot a paper jam. Minor burn without blister was reported. Medical intervention was not required.